Manufacturer narrative:
Physio-control evaluated the removed biphasic pcb assembly. It was determined that the biphasic pcb assembly had been damaged due to electrical overstress, but further root cause could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the biphasic pcb assembly. Proper device operation was then confirmed through functional and performance testing. Following repair, the device was returned to the customer.

Event description:
The customer contacted physio-control to report that their device had logged several event codes into its memory. When the codes were cleared, they came back immediately. During device evaluation, physio-control observed that the device would not deliver defibrillation therapy. There was no patient use associated with the reported event.